Manufacturer narrative:
The right ventricular lead remains implanted. Should additional information become available an amended report will be submitted.

Manufacturer narrative:
The pacing system remains implanted. A boston scientific technical consultant reviewed the memory download and discussed that since implant, the rv pacing lead impedance has been very unstable with out of range measurements (greater than 2,000 ohms) for most of the time. Shocking lead impedance has been stable and within range (last measurement: 70 ohms). Three episodes have occurred since implant, two episodes with egm's available. These episodes revealed that noise was present on the shock channel and some noise was observed on the rv channel. The noise observed on the shock channel was most likely myopotentials caused by the pectoral muscle. This indicates that the patient was exercising at the time. The noise observed on the rv channel had a morphology that resembles noise associated with metal to metal contact, indicative of a lead fracture. The noise on the rv channel was oversensed; however, as the patient had an intrinsic rhythm there was no pacing inhibition. Most likely, the out of range measurement and the noise on the rv channel was caused by a conductor fracture. A high resolution x-ray of the lead might be considered to verify possible lead damage. If a lead fracture is present, in most cases the provocation tests would result in noise. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submitted should further information be provided.

Event description:
Boston scientific crm received information that over the past few months, this right ventricular defibrillation lead (rv) has been exhibiting intermittent pacing impedance measurements greater than 2,000 ohms and noise. These high measurements were not reproducible in clinic during a follow up visit; however, noted in a review of the daily auto-checks in the device memory. In clinic, the rv lead impedance measurements have been between 750-800 ohms with shock impedances between 63-68 ohms. There are no other abnormal measurements recorded. A save to disk or memory download was not performed. Reprogramming was performed in that the vt zone was extended to 5 seconds from 2.5 seconds. The patient was to be enrolled in latitude remote patient monitoring and a revision procedure may be performed in the near future. No adverse patient effects were reported.

Event description:
Additional information was received on (B)(6) 2011. During a follow up visit, this right ventricular (rv) lead still had a history of varying high pacing impedance measurements. In addition, a recent nsvt episode had been stored that may actually have been due to noise on the rv channel. Threshold testing was also performed which revealed no capture at 2.0v, followed by intermittent capture when commencing testing at 3.0v, then solid capture from 3.5v down to capture loss at 1.2v. The patient also mentioned that he had been hearing a beeping tone coming from his device recently. A chest x-ray / imaging of the device header was ordered to evaluate a potential header or connection issue and a memory download was sent to a boston scientific technical consultant for review. No adverse patient effects were reported.